Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the flip top seal was cut and disengaged. The trocar, cannula, circular seal and envelope seal appeared intact. Pmv performed functional testing and the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged flip top seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, after the stapling had occurred, the seal on the device¿s cap came off the reducer cap. At the end of the case, they noticed that the reducer cap was off, it was unclear if it was in the patient or on the floor, but ultimately they located it. No patient injury.